Event description:
Initial result for a pt estradiol was <5 pg/ml. When repeated, the result was 4508 pg/ml. The incorrect result was not used to guide therapy. The field service rep could not determine a cause for the discrepancy.